Event description:
The company was informed that after initial implantation, the patient developed an infection. The patient was prescribed antibiotics (type unknown). The patient reportedly is doing well and the patient is clear of infection. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is available.